Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and broken battery compartment. Review of the event history logs showed a pattern of ¿high alarm displayed: downstream occlusion¿ messages. Functional testing was performed and the reported issue was able to be replicated; the dso sensor was not functioning and triggering the occlusion alarm. The root cause was determined to be a scratched/damaged dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion (dso) failure. It is unknown if there was patient involvement, no adverse patient effects were reported.